Event description:
It was reported to the manufacturer that the site was having problems with the display screen's brightness on the handheld. Troubleshooting did not resolve the event. The user reported that they are unable to use the handheld satisfactorily; therefore, a new device was sent to the site as a replacement upon request. Good faith attempts to obtain the non-working device are underway.